Event description:
A company representative has reported that a dealer reported to him that the tilt motor is stuck in the top position. The dealer has been contacted for further detail. In speaking with the dealer he has not indicated that any harm or injury had occurred. It was learned this part is being replaced in order to restore function. Any further information will be filed in a supplemental report.

Manufacturer narrative:
(B)(4). The owner's manual part number 1143151 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.